Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not conclusively be determined through this evaluation. Analysis of the submitted log file confirmed the report of fully depleted batteries that caused the pump to stop. Although a specific cause for why the batteries were allowed to deplete could not be determined, the account believed that human error probably resulted in the power loss. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The submitted log file began at time stamp day 643, hour 3, and minute 20, and the device appeared to operate as intended until day 647, hour 21, minute 33, when a low battery advisory alarm was captured due to the external 14 volt (v) batteries being partially depleted. This advisory escalated to a low power hazard alarm at day 647, hour 23, minute 17. The pump operated for another 12 minutes until a complete loss of external power was observed, causing the pump to stop. (B)(6) was returned assembled with the driveline cut approximately 5¿ from the pump housing and the remaining distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Upon disassembly of (B)(6), the presence of fixed post-explant blood was observed in the inflow knitted graft, inlet elbow, inlet stator, as well as the body of the rotor. These depositions lacked any areas of denaturation or lamination and appeared to have formed acutely. The depositions did not appear to have been present during support. The evaluation did not reveal any further evidence of developed depositions or thrombus formations in the device. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Additionally, section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii lvas patient handbook is also currently available. The section titled ¿how your heart pump works¿ outlines battery charge level, battery power gauge display, and visual and audible alarms. This document instructs that if either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mpu. This section also indicates that the power module or mpu should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them, including the low battery power alarms. The handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unconscious at home and was sent to the implant center in an ambulance. It was reported that the patient passed away due to pump off. The log file review showed the patient was on batteries and let them drain until they could not support pump power. The pump stopped running on day 647 hour 23 minute 29. The pump was still in autopsy, and would be returned to nipro in early may. The neurologic event to cause the death was ruled out from the autopsy at the time information was reported.